Event description:
The transducer drifts upwards during use after rezeroing. No patient injury or treatment associated with this event.

Manufacturer narrative:
Medex has not yet completed its investigation into this issue.